Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor had issues with its adhesive, as well as inaccurate sensor glucose readings. The blood glucose reading was 423 mg/dl. The customer stated that the sensor would pop out of his skin, which he noticed after observing the inaccurate sensor glucose readings. He noted that he felt unusually hot and humid. He was advised that a sample tape kit would be sent to him in an attempt to resolve the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.